Event description:
Reporting status: malfunction. Reporting rationale: removed from patient with the balloon partially inflated. Device issue: unable to deflate the balloon. It was reported that during an attempt to deliver the ultra stent delivery system (sds) to a long rca stenosis directly, it was unable to cross the lesion. The sds was removed and predilitation was done and the sds crossed the lesion with no resistance. There was difficulty inflating the sds, but the stent did finally successfully deploy at 20 atms (above rated burst pressure (rbp) maintaining the inflation for approx twenty seconds. The attempt to deflate the sds was unsuccessful. The sds would not fully deflate after several attempts and the sds was successfully removed from the patient, but it still partially inflated. Reportedly, there was no patient injury. No additional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis of the returned stent delivery system (sds) revealed that there was blood in the guide wire lumen. There was contrast in the balloon and the inflation lumen. The stent had been deployed and was not returned. The balloon had been inflated and had contrast inside when received. The distal shaft had slight multiple bends through out the entire length causing the distal shaft to appear wavy. The hypotube also had multiple bends 1mm, 10cm, 20cm, and 23cm distal to the strain relief tubing. There was no other damage noted to the sds. A new indeflator was used and an attempt was made to pressurize the balloon but the sds would not inflate. The sds was left pressurized overnight in an attempt to inflate the balloon, and after two days, the balloon still would not inflate. It was revealed that there was a slow leak from the guide wire exit notch. The guide wire exit notch was shaved, but the leak could not be located. The tip of the sds was cut to remove the inner member, to reveal there was a pinhole in the inner member 9.2cm proximal to the proximal balloon marker. The inner member was pinched on the opposite side of the pinhole. Product performance engineering reviewed the incident info and analysis of the returned sds. The distal shaft and hypotube had multiple bends throughout making them appear wavy. This damage was most likely from handling and does not appear to have contributed to the reported difficulties. During the lab analysis, in an attempt to inflate the balloon , the sds was left pressurized for two days and a leak was observed from the guide wire exit notch. The tip was cut off the sds and the inner member was removed. There was a pinhole in the inner member and the inner member was pinched on the opposite side of the pinhole. This damage appears to be the result of a manufacturing issue. It should be noted that the rx ultra used in this case was inflated to 20 atm, which is above the rated burst pressure (rbp) listed in the instructions for use (IFU). The lot history record was reviewed and there were no non-conformities associated with this product lot. A field discrepancy notification (fdn) was initiated to investigate the cause of the manufacturing issue. Product performance engineering will trend and monitor the incident circumstances. This MDR is considered closed by the quality assurance dept.